Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. No prime alarm noted. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed the infusion set and got a compromised force sensor system alarm on the insulin pump. Customer was able to get to fill tubing but stated that it never goes to the fill cannula. Customer stated that it is also squirting out insulin. Customer's blood glucose was 162 mg/dl at the time of the incident. Customer stated that she was unable to exit the preparing to prime loop. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer stated that she does not want to return the pump.